Event description:
It was reported to philips that a v60 ventilator does not work. It is currently unknown if the device was in patient use at the time of the reported issue, however, there is no report of patient or user harm. Further information regarding this event have been requested.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
Upon further investigation, the complaint corresponds to the wilamed humidifier installed by cardiva. This is a non-philips product. Based on this information, this complaint no longer meets reportability requirements.